Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the iol tilting is but is not limited to: · loading strategy · lens placement technique · accessory device support · poor handling during folding and inserting the device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported the lens had a broken haptic. The lens was partially implanted and then removed during the same procedure. A spare lens was implanted. No additional information was provided.